Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6. Device evaluation: visual analysis of the returned device identified: weight to the spec, opening. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii".

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii". Device remains implanted.